Event description:
It was reported of a cage loosening at the rigid fusion level. There is no additional information available

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional information provided. This report is for two unknown screws.

Event description:
It was reported that the patient was reoperated due to severe osteoporosis, cage migration, and relisthesis at the fusion level. Per surgeon there was a migration of the cages into vertebral body of l5 due to diminished bone strength. This in turn caused a load rise on l5-screws which caused the screws to loosen. Surgeon replaced the loosened cage and added more bone and extended the fixation downwards. It is noted that the initially reported cage belongs to a competitor. This report is for two unknown screws. This is report 1 of 1 for complaint (B)(4).